Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that patient had a complete explant of her system on (B)(6) 2017, which included her ins and two leads. The issue was resolved at the time of this report. No further information was reported.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. Information was reported that a patient has called to find out the surgery date to have the device removed. Patient said she is supposed to have the stimulator taken out because it doesn't work anymore. The insurance won't pay for a new one. She said it wouldn't recharge or do anything. The patient stated she saw a manufacturing representative (rep) and the rep couldn't get it to charge. The rep said it would be best to take it out. The patient didn't know the reps name. The patient said the battery is currently overdischarged. She was sent a new recharger and it wouldn't recharge. The patient was asked if she hadn't recharged, and she said it just quit and she kept trying to recharge and it wouldn¿t. The patient was told we wouldn't know the surgery date to have it removed. The patient was told she would have to follow up with her doctor. The patient called back today (B)(6) 2017 and stated she spoke with her doctor and her insurance will not pay for it. Patient stated she wants her stimulator removed and is willing to take it out but stated her insurance will not pay for the new one. The patient does not know who to call because they have not scheduled an explant date yet. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Analysis identified that the implantable neurostimulator (ins), serial number (B)(4) is functioning within specifications but has reduced capacity due to {1} overdischarge{s}. If information is provided in the future, a supplemental report will be issued.